Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-01186. It was reported that during the scs implant procedure ( (B)(6) 2018), when attempting to implant leads, the physician was unable to advance the leads posterior. As a result, the procedure was abandoned and referred the patient to another physician.